Manufacturer narrative:
(B)(4). The sample was returned for investigation. An inflation deflation test was performed. Air was applied to the cuff of the tube and the cuff deflated immediately. A visual inspection was performed and found the cuff had a cut. The reported malfunction was verified. The manufacturing process was reviewed and found acceptable to detect the reported malfunction. A cut of this magnitude at the time of manufacturing would have been detected during the inflate deflate test and removed from the lot. The condition found in the received sample is not confirmed as related to the manufacturing process.

Event description:
It was reported that there was leakage from the cuff of a tracheostomy tube. There was no report of patient involvement. No additional information has been provided. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).